Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported seeing halos at night following bilateral intraocular lens (iol) implant surgeries. He is very happy with the lenses and his visual acuity is 20/20. He was inquiring if there were glasses that could reduce the halos. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event; this report is for the first eye.